Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Swerdlow, c. D., s. J. Asirvatham, et al. (2014). "Troubleshooting implanted cardioverter defibrillator sensing problems I." Circ arrhythm electrophysiol 7(6): 1237-1261.

Event description:
Boston scientific received information during a literature review in which this article focused on troubleshooting implantable cardioverter defibrillator (ICD) sensing problems. It cites multicenter studies that have demonstrated that unnecessary implanted ICD shocks can be reduced by evidence-based programming of detection rate and duration, anti-tachycardia pacing (atp) and algorithms that discriminate supraventricular tachycardia (svt) from ventricular tachycardia (vt). Excluding patients with recalled leads, ventricular oversensing accounts for less than 10 percent of shocks for rhythms other than vt or ventricular fibrillation (vf). However, oversensing often causes multiple shocks. In a study noted, oversensing accounted for 23 percent of shocked episodes with greater than 4 shocks. Further, recalled leads remained implanted in over 100,000 patients; and, without an alert for oversensing, 50 percent of lead fractures presented with greater than 5 shocks. Thus, oversensing commonly produces severe symptoms, which can cause post traumatic stress disorder (ptsd) and recognition of transient, asymptomatic oversensing may prevent major complications. Other sensing problems noted within the article include undersensing of vf, atrial undersensing and oversensing in relation to svt-vt discrimination and unique issues related to sensing subcutaneous electrograms. No specific patient was identified in this article, but strips from guidant endotak defibrillation leads were discussed.